Event description:
Patient reported right side rupture, seroma-late, and lump/nodule. Patient also reported simple cysts which is not device related. Device remains implanted.

Event description:
Patient reported a right side rupture. MRI report identified "features of implant dissection on the right side (obliterated outline with heterogeneous fluid density)¿, ¿oval nodule with a diameter of 11 mm¿, ¿simple cysts¿, ¿loss of implant integrity multiple drop and ribbon signs¿ and ¿intercystic silicone¿. Physician later reported "ruptured implant, contracture of the capsule baker grade iii of connective tissue. Increased risk of giant cell lymphoma". Histopathological results from the capsule found ¿fibrous and sclerotic connective tissue capsule with abundant infiltration of foam-like microphages and with multinucleated giant cells resembling foreign body reaction around deposits of colorless substance. No malignant neoplastic changes were observed¿. The device has been explanted and replaced with another manufacturers device.

Event description:
Device has been explanted.

Manufacturer narrative:
Returned to mfg on: the device has not been returned.

Event description:
Healthcare professional later reported "ruptured implant, contracture of the capsule of connective tissue. Increased risk of giant cell lymphoma." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported rupture of right implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ cyst-ndr: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported "ruptured implant, contracture of the capsule of connective tissue. Increased risk of giant cell lymphoma." The device has been explanted.

Event description:
Patient reported a right side rupture. MRI report identified "features of implant dissection on the right side (obliterated outline with heterogeneous fluid density)¿, ¿oval nodule with a diameter of 11 mm¿, ¿simple cysts¿, ¿loss of implant integrity multiple drop and ribbon signs¿ and ¿intercystic silicone¿. Physician later reported "ruptured implant, contracture of the capsule of connective tissue. Increased risk of giant cell lymphoma." The device has been explanted and replaced with a new device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.